Manufacturer narrative:
Evaluation summary: the device was not returned. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an iop spike of 44 at 6 weeks following a micro-glaucoma stent implant (the iop at 30 days was 11). The patient is current being treated with medication therapy. The implant appears to be in perfect position and not obstructed. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) spike; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. No information is provided regarding any pre-existing patient conditions or medication use that may have an impact on elevated iop. There is no indication of device failure. Possible root cause is that elevated iop postoperatively is an established risk associated with device use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).